Event description:
On (B)(6) 2016, a 21mm trifecta gt valve was implanted in the aortic position and a 31mm epic valve (serial number: (B)(4)) was implanted in the mitral position. On (B)(6) 2018, the patient presented with shortness of breath and bnp elevation. An echocardiogram was performed as heart failure was speculated, and moderate aortic regurgitation was observed on echo. On (B)(6) 2018, the 21mm trifecta valve was explanted and replaced with a 21mm magna ease valve. Upon explant, pannus formation, and two leaflet tears, one on the rcc and another on top of the stent post leg between the rcc and lcc, were observed on the valve. The epic valve remains implanted and the patient is reported to be stable.

Manufacturer narrative:
An event of aortic regurgitation was reported. The reported leaflet tears were confirmed. Gross morphological and histopathological examination revealed tears in leaflets 1 and 2. There was focal fibrous pannus ingrowth on the base of leaflet 3. Fibrous thickening was also observed on leaflet 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the initial tearing remains unknown.